Manufacturer narrative:
On (B)(6) 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured and inside a bucket. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and generalized illness disorder symptoms including general pain, joint issue, inflammation, access water weight, and fatigue (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with a 300cc mentor memorygel breast implant on the left side and with a 350cc mentor memorygel breast implant on the right side, and experienced bilateral breast implant rupture, and generalized illness disorder symptoms including general pain, joint issue, inflammation, access water weight, and fatigue postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503501bc; serial number (B)(4) on the left side, and with catalog number 3504001bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.